Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in france, edwards received notification of a 48 mm evoque procedure where on post-operative day (pod) 1, the patient experienced a rhythm change av block I/ii advancing to a complete av block on pod 5. As a result of the avb, a permanent pacemaker was implanted on pod 5.

Manufacturer narrative:
The following sections were updated b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6 labelling review. The complaint for "valve function/performance valve interacts with conduction system" was confirmed with other empirical evidence via information reported by edwards clinical specialist. A device history record review was conducted and there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Since there are no confirmed product or labeling, IFU, training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required. Per the instructions for use, conduction system disturbance and heart block which may require treatment including permanent pacemaker are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. Additionally, cardiac conduction system complications are known risks with tricuspid valve interventions due to the proximity of the atrioventricular node to the septal leaflet of the tricuspid valve. These conduction disturbances can lead to post-operative heart block requiring pacemaker implantation. Nevertheless, a definitive root cause cannot be determined.